Event description:
It was reported that when using the bd pyxis¿ es server, all patients were not showing up on every machine, and it goes to critical override when rebooted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that patient information was not crossing to the machines. The technical support specialist (tss) dialed into server, restarted the bd pyxis external inbound processors service along with all related. Net services, and followed knowledge article messages stuck, skipping dequeue, scheduled task and observer tool as advised by product support engineer (pse). After completing the steps, the tss contacted the customer to verify the resolution. The customer confirmed that the issue was resolved and permission to close the ticket. The system functioned as intended after the technical support specialist troubleshoot the issue.